Event description:
It was reported by the patient's mother that on (B)(6) 2026, when removing the pod the patient experienced severe bleeding from the cannula site; the site appeared red and ¿looked burned.¿ the patient was taken to the emergency room the same day and was discharged the same day; a topical cream was prescribed. The pod had been removed prior to seeking medical attention and was subsequently discarded. Despite several attempts to contact the patient, no further information was provided. A supplemental report will be submitted if further information becomes available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and emergency room visit. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.